Event description:
Consumer reported to bd that on (B)(6) while giving herself an injection the needle stayed in her stomach. Consumer went to the doctor and had needle surgically removed on (B)(6).

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.